Manufacturer narrative:
The device was not returned for analysis. The likely cause of the event was that the moving of the thumb slide back and forth cause the tip to catch on the stent which resulted in the stent being moved from the intended location and the tip detachment. Attempts to obtain device and pt info have been made, however, the hospital has not responded to date. A CAPA for these events was opened resulting in a device modification to decrease the rate of these types of events. FDA 510 (k) clearance ((B)(4)) for this modification was received on 12/07/2012.

Event description:
Upon removal of the delivery system, the physician noticed a decrease in resistance. Under fluoroscopy, it was observed that the stent had been repositioned from the intended location and was now located across the aorta bifurcation. Blood flow was not affected by the final placement of the stent (there was no restriction of the blood flow). The catheter tip had become detached and was still on the guidewire and removed without incident. It was observed that during the final release of the stent, the physician advanced the thumb slide multiple times and the release was not aided by fluoroscopy which likely caused the event.